Event description:
The customer reported via phone call that the insulin pump had a button error alarm during bolus. Customer stated that numbers were scrolling on the display. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level was 230 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced but is not returning the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive up buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing endcap sticker.